Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h11. No product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total knee arthroplasty with possible early loosening of the tibial component and eventual subsidence of the medial tibial component on the undated images. Additional narrowing of the medial and lateral compartment of the right knee could indicate polyethylene wear. Sizing of the implant is appropriate. Device history record (DHR) was reviewed for deviations and/ or anomalies with no deviations / anomalies identified. A definitive root cause cannot be determined. This complaint is not confirmed. If any further information is received which would change or alter any conclusions or information, a supplemental medwatch will be filed accordingly. Zimmer biomet will continue.to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that a patient was revised approximately one and a half years post implantation due to incorrect implant position/malalignment. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). D10-medical product tibia cemented 5 degree stemmed right size e item# 42532007102 lot# 65740196 femur cemented (cr) standard right size 6 item# 42502606002 lot# 65611221 articular surface (mc) right 10 mm height item# 42522100710 lot# 65544965 g2- australia h3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.